Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and downloaded the logs. The se was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that, while in use on a patient the touchscreen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.